Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra link meter prompted an unk error message. The pt did not suffer any symptoms and did not seek any medical attention. The product was not new and there was no meter trauma. The customer service rep was not able to walk the pt through the issue because the pt did not have the meter at the time. This complaint is being reported because the reporter alleged the meter prompted an error message. The pt did not develop any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.